Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to charge the ipg as the ipg has migrated. Reportedly, the patient has gained significant amount of weight. Consequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(Corrected data): patient's sex was inadvertently reported incorrect in the initial report. This report contains correct information.